Manufacturer narrative:
The tech found the sensor wire pulled loose from the contacts, preventing the bed exit from alarming. The tech replaced the bed exit tape switches to repair the bed.

Event description:
Info received indicates the bed exit will not alarm.